Event description:
It was reported that the patient experienced a hematoma following a trial implant. As such, surgical intervention took place wherein the lead was explanted to address the issue. The doctor evacuated the hematoma and redid the hemostasis. Reportedly, the hematoma is resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.